Event description:
The hcp reported the patient had an increase in abdominal and back pain. The lateral tunnel of the catheter had significant swelling, induration, and mild erythema. The hcp diagnosed an infection in both the abdominal and back incisions. The patient's pump and catheter were replaced and the patient recovered without sequela. The drug contained in the patient's pump was hydromorphone (0.5 mg/ml) and bupivacaine (7.1 mg/ml) delivering 0.3 mg/day. Additional information has been requested, but was not available at the time of this report.